Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely the image sensor unit has been damaged (disconnection, etc.), or the mounted parts (ic chip, capacitor, etc.) Of the electric board have failed due to use stress, external factors, or handling. The inspection method for the event is described as follows in the instructions for use (IFU) "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". "[Inspection of endoscopic images] check if normal light observation images and nbi observation images are displayed normally. 1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm, etc. With normal light observation images and nbi observation images. 3. Make sure the light is coming out. (See figure 3.23) 4. Adjust the amount of light to get the proper brightness. 5. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6. Operate the angle lever of the endoscope to bend the curved part. 7. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus medical that the endoeye flex deflectable videoscope relayed a blurry image. The device was returned to olympus medical for evaluation. During evaluation, the device relayed no image due to damage of the charge coupled device. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
During evaluation, the reported image problems were confirmed. During visual examination, the following issues were identified: the bending section cover adhesive was chipped; switch button 1 was dirty; and the bending tube blade had an excessive number of broken wires. Examination showed the following device components had scratches: bending section cover; control unit; hand grip; switch button 1; right/left lever; up/down plate; right/left plate; light guide connector; light guide cover glass; video connector case; video connector; and universal cord. Functional testing showed that the bending section could not be locked in place due to damage to the lock engagement lever. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.